Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the internal iliac artery (iia). An 8mm/40cm interlock¿-35 coil was selected for use. During the procedure for an internal iliac embolization, an imager2 bern catheter was inserted followed by the coil. It was then noted that the coil slightly came out from the catheter's tip and became unable to be pushed and placed in the target area. Consequently, the coil was removed from the patient's body together with the catheter with the coil still protruding from the catheter's tip. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.